Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional was unable to infuse. X-ray, under fluoroscopy was completed and revealed that the port body had moved down from it's original position. The port and catheter were removed. After removal the healthcare professional was able to inject water successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8fr groshong catheter were returned for review with four images for review. The returned device passed all functional testing, the port was patent to infusion and aspiration. Image review determined that no pertinent information or patient anatomy could be identified in the returned medical images. Therefore, the investigation is unconfirmed for the alleged failure to infuse. The inability to reproduce the failure outside the body indicates a placement issue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the healthcare professional was unable to infuse. X-ray, under fluoroscopy was completed and revealed that the port body had moved down from it's original position. The port and catheter were removed. After removal the healthcare professional was able to inject water successfully. There was no reported patient injury.